Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2020. The patient had a skin reaction with infection which occurred ten days after the sensor had been inserted. The patient¿s mother reported that the patient started to get skin reactions in (B)(6) 2020. She wears the sensor on her arm and the skin reaction spreads up to the armpit. It looks reddened with small dots like a ¿nettle-rash.¿ they applied bepanthen (barrier protection ointment) after wearing. They have been in contact with a clinic and received a referral to a dermatological hospital ward and an allergy nurse. They have been prescribed emovat (cortisone ointment), caredin (presumed to mean karydin topical antifungal), atarax (antihistamine), and tegaderm (barrier product). At the time of report, the affected area still had redness. No additional patient or event information is available.